Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2012, a 2.5x33mm xience prime stent was implanted in the distal left anterior descending (lad) coronary artery, chronically occluded lesion without reported issue. On (B)(6) 2016, stenosis was noted in the stent and on (B)(6) 2016, the stenosis was noted to be at 90%. Balloon angioplasty was performed using a drug eluting balloon. There was no additional information provided.